Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Material not returned.

Event description:
It was reported that the infusion set was leaking at the headset. Upon removal, the patient noticed that the cannula has been bent.